Event description:
Per the clinic, the patient developed tinnitus, pain, non-auditory stimulation and experienced poor sound quality with the device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025, and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.